Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including severe tr. Complications reported included atrial fibrillation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "echocardiographic outcomes after transcatheter edge-to-edge repair in patients with isolated tricuspid regurgitation: the tri.fr trial" was reviewed. The article presented a retrospective multi center study, to evaluate the relationship between functional remodeling and subsequent outcomes and the associations among t-teer, residual tr, and outcomes. Devices mentioned include triclip. The article concluded that although t-teer can decrease tr severity, its impact on conventional rv function parameters and rv¿pulmonary artery coupling remains limited. Rv functional recovery has a smaller influence on clinical outcomes at 1 year compared with achieving optimal reduction in tr severity.. [The primary author and corresponding author was augustin coisne at lille university hospita, lille, france with corresponding email: augustin.coisne@chu-lille.fr]. The time frame of the study was 18 march 2021 to 13 march 2023. A total of 152 patients were included in this study, of which 152 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included severe tr. Cn-334136, unk triclip peri- and postprocedural complications implanted atrial fibrillation